Manufacturer narrative:
The review of the sterilization paperwork verified that these lots met all pre-release specifications.

Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: hgb161007a/15721583, ceb231010a/16296111, plc271000j/16356433, and pla260300j/16143411. (B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular procedure using a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis to repair an abdominal aortic aneurysm and a left common iliac artery aneurysm. The patient tolerated the procedure. It was reported after the procedure, c-reactive protein (crp) was high. The patient was being monitored, and the patient ran a fever on an unknown date. On (B)(6) 2017, the endoprostheses were explanted and the artery was replaced with a vascular graft. The physician reportedly said as follows: crp was also high after a thoracic endovascular aortic repair using valiant. After the patient was monitored, the condition was improved without fever at that time. In this time, fever was observed and it was elected to explant the abdominal endoprosthesis. Considering the crp elevations, the patient might have had an infected aneurysm.